Event description:
The patient called in and stated that while they were using 2 of the 3"x5" versa stim electrodes, they began to spark. They were using the unit with only 2 electrodes instead of 4, which is an option for these types of electrodes only. At first the patient stated that the sparking happened right in between the lead wire and electrode connection. They then stated that the sparking happened at the end of the lead wire more near the unit. After this happened they stated that no stimulation could be felt. At the time of the incident they were using the device with batteries at an intensity level of 10-11 amps for knee pain. The patient was not injured and simply took off the electrodes after the incident. They stated that they are not afraid to use the device.